Event description:
This is filed to report the steerable guide catheter leak. It was reported that during preparation of the steerable guide catheter (sgc), the hemostatic valve failed to hold column, 4-5 times. The device was not used, there was no patient involvement. A new sgc was used to complete the procedure. There was no clinically significant delay to the intended procedure. No additional information was provided.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The reported steerable guide catheter (sgc) leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.